Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: (B)(4)) on 01-feb-2019. The most recent information was received on 29-mar-2019. Quality-safety evaluation of ptc: unable to confirm complaint: this spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("doctor was made to take my tube out. He took them out correctly") and uterine cancer ("uterine cancer") in a female patient who had essure inserted. Concomitant products included alprazolam (xanax), ascorbic acid, ibuprofen and tramadol hydrochloride (tram). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria hospitalization, disability, medically significant, life threatening and intervention required) and was found to have uterine cancer (seriousness criterion medically significant). The patient was treated with surgery (she underwent full hysterectomy and bilateral salpingectomy and she underwent tube removal an left with no one). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal and uterine cancer outcome was unknown. The reporter provided no causality assessment for medical device removal and uterine cancer with essure. The reporter commented: serious injury criterion: life threatening, hospitalization, disability/permanent damage and event date (B)(6) 2014 were reported, but not specified and/or assigned to one of the events. She still don't feel right or good. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-mar-2019: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5082960) on 01-feb-2019. This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("doctor was made to take my tube out. He took them out correctly") and uterine cancer ("uterine cancer") in a female patient who had essure inserted. Concomitant products included alprazolam (xanax), ascorbic acid, ibuprofen and tramadol. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria hospitalization, disability, medically significant, life threatening and intervention required) and was found to have uterine cancer (seriousness criterion medically significant). The patient was treated with surgery (she underwent full hysterectomy and bilateral salpingectomy and she underwent tube removal an left with no one). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal and uterine cancer outcome was unknown. The reporter provided no causality assessment for medical device removal and uterine cancer with essure. The reporter commented: serious injury criterion: life threatening, hospitalization, disability/permanent damage and event date (B)(6) 2014 were reported, but not specified and/or assigned to one of the events. She still don't feel right or good. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.